Event description:
During a sigmoid resection procedure, the staples did not form properly across the entire length of the staple line. The case was completed with another device of the same product code. There was no pt consequence.